Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the lead¿s helix failed to extend. The lead was not used, and a new one was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found as received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. X-ray examination noted the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the blood/ tissue in the helix region and over torque of the inner coil.

Event description:
New information received indicated that the lead was replaced by another company's lead.